Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a damaged image sensor unit or broken mounting components (chips, capacitor, ect.) On the electrical board caused by stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image: before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a replacement device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was noise on the image due to breakage of the image sensor. Additionally, it was observed that the color tone of the image was not proper due to damage on the charge-coupled unit in the endoscope connector. Upon further inspection, it was also observed that a scratch was on the bending section cover and on the objective lens due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope has a compromised image. The procedure was subsequently completed however, it was not specified by the customer if the procedure was completed with the same device or a similar device. There was no patient/user harm or injury reported due to the event.